Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. Subsequently, surgical intervention was taken wherein the ipg was relocated, explanted and replaced with another model of smaller size.

Event description:
Additional information received identified the issue has resolved.